Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The battery was removed and reinserted with no unexpected history pointers failed error or trace pointers are invalid error noted during testing. The insulin pump was also programmed and monitored for one day; no unexpected history pointers failed error or trace pointers are invalid error noted. The insulin pump had scratched case, keypad overlay texture damage and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the customer had a history pointers failed alarm and trace pointers are invalid alarm. The customer's blood glucose was unknown. Troubleshooting did not occur for the insulin pump. The insulin pump will be returned for analysis.